Manufacturer narrative:
The device was returned to olympus for inspection. The customer complaint was confirmed. A definitive root cause of the reported issue could not be identified. However, based on the results of the investigation, a definitive root cause cannot be identified of foreign matter remained in the device. Since the user conducted reprocessing in accordance with IFU or not was unknown from the provided information, we could not specify the cause of the foreign material remained in the device. The event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope has foreign objects present in the nozzle. There was no patient involvement.